Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that during a percutaneous transluminal angioplasty (pta)/stenting procedure of the superficial femoral artery, during delivery of a 7x150mm smart control stent, the outer sheath was slightly retracted (slightly prematurely deployed). The outer sheath got stuck with the vessel with calcification. Therefore, it was exchanged for two shorter stents. The procedure was completed successfully. The lesion was de novo, heavily calcified, and moderately tortuous. The rate of stenosis was 100% (cto). A contralateral approach was made. The product was clinically used. The product was stored, inspected, prepped, and handled according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. No unusual force used at any time during the procedure. There was no thrombus present, proximal to, at, or distal to the lesion site. The sds did not have to pass through a previously placed stent. The smart control locking pin in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient as per the IFU. There was no patient injury reported. The complaint product was not returned for analysis. Review of lot 16045564 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta)/stenting procedure of the superficial femoral artery, during delivery of a 7x150mm smart control stent, the outer sheath was slightly retracted (slightly prematurely deployed). The outer sheath got stuck with the vessel with calcification. Therefore, it was exchanged for two shorter stents. The procedure was completed successfully. There was no patient injury reported. The device will not be returned for analysis. The lesion was de novo, heavily calcified, and moderately tortuous. The rate of stenosis was 100% (cto). A contralateral approach was made. The product was clinically used. The product was stored, inspected, prepped, and handled according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. No unusual force used at any time during the procedure. There was no thrombus present, proximal to, at, or distal to the lesion site. The sds did not have to pass through a previously placed stent. The smart control locking pin in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient as per the IFU.